Event description:
A pt's blood glucose was reportedly tested, using the sensor complete system, with a result of 11 mmol/l. Based on this value, pt was reportedly treated with insulin (amount and type not provided). An additional sample, obtained from the same pt, reportedly measured 2.7 mmol/l. No associated injury was reported. The time between tests was not provided. Qc testing was reportedly performed on the sensor complete system and the results were outside of the acceptable ranges. The erroneous result was obtained in a hosp. The suspect product was not returned to the MFR for eval. Sensor complete system: meter serial number was not provided, sensor strip lot 449022 with expiration date 5/30/2007.

Manufacturer narrative:
The sensor comfort pro test strips are the suspect device.